Event description:
While moving the patient into the scan room, the rad tech assistant noticed that the end of the patient's feeding tube moved as they got closer to the magnet. The patient was removed from the scan room and it was discovered that there was a small, black, piece of metal on the tip of the feeding tube (on the end that was hanging out of the patient's nose). [Prior to entering the scan room, the patient had been wanded and this tip did not alarm]. The MRI technologist reviewed the patient's chart and found that the patient had an amt bridle nasal tube. Per the manufacturer's website, the apparatus was "mr safe." Because metal is never considered "mr safe" more research was conducted. It was discovered that the metal tip was a magnet that should have been removed after the nasal tube was placed. The clinical administrator was called to MRI. Clinical administrator stated that the magnet should have been clipped off and he did this himself with a pair of scissors.